Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigation are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a pt went to a hospital emergency department and was admitted due to chest pain and being short of breath. On an unk date during the admission, the pt underwent open heart surgery and had a coronary bypass graft (CABG), due to the pt's history of cardiac disease and chest pain. On an unk date after being admitted, the pt's treatment modality was changed from peritoneal dialysis to hemodialysis, in order to rest the pt's abdomen post open heart surgery and sternal precautions. On an unk date the pt was discharged from the hospital. The pt continues hemodialysis treatment with out any further issues and the pt's complaint of chest pain and being short of breath has resolved.